Event description:
It was reported there was a system error. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the programmer had a system error and all printer leds (light emitting diodes) flashed at the same time; a printed circuit board assembly found out of electrical specification. Analysis also found the screen would not stay up due to the lower display hinges. It is noted thermal pad was missing/disturb on the case. (B)(4).